Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the check button on the insulin device is defective. No further info is available. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.